Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot # va0d8am, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial # (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient¿s friend or family member got help with the patient programmer and programming from the health care provider¿s (hcp¿s) office. The patient was now receiving therapeutic benefit. It was hard to tell sometimes as the patient had alzheimer¿s disease and was not good about providing updates about the therapy. The patient had no idea where their programmer guide was located.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a loss of control for the past couple of weeks because the device was not working. The patient's friend or family member couldn¿t find the paperwork on how to use their patient programmer. They needed to get batteries for their programmer. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.